Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
Tip of the stardrive screwdriver broke off in the head of the locking screw for a humeral locking plate. Tip remained in the head of the screw. The screw was fully seated and remains in the pt.